Manufacturer narrative:
The explanted devices were not returned to bsn. A review of the mfg documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during mfg. This is the final report.

Event description:
A report was received that the pt's precision system was explanted. The physician stated that "it was not working" but could provide no other info.